Event description:
It was reported that, approximately 2 hours after the last control of the device function, the staff noticed the death of the pt. The monitor was in operation with all cables connected but no alarms were present at the central station in the period before.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up/final report.